Event description:
A 28 mm diameter x 16 diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology at the time of implant is unk. The vessels were non-tortuous and non-calcified. It was reported that 28 mos post stent graft implant the computed tomography demonstrated that the stent graft had migrated resulting in a type I endoleak. The physician successfully placed an aortic cuff and the endoleak resolved. No add'l clinical sequelae were reported and the pt is fine.